Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w4zf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient had pain down their only functioning leg. The lead was removed to resolve the issue. The patient reportedly was not hurting as of (B)(6) 2015 and wanted to try the device again in another spot. Medical history included back surgery due to a bullet.